Event description:
Reporter stated that she attempted to test the customer with the aviva system when she found him very lethargic. Reporter alleged that she could not obtain a result as it produced an error message so she treated him with juice. No other actions were reported taken or treatment received. A request was made for the return of the affected product.